Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
Reference MDR # 1036844-2010-00065 for the first event involving the same pt. It was reported by the customer that while placing a trans venous pacing wire through the sheath, the one way valve began to leak blood. The user removed the sheath and made a second attempt with another nr-09801-s of a different lot number. The second attempt was made and also allowed blood to leak back through the valve. As a result, a third sheath was successfully used. There were no reported pt consequences.